Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was on disconnect mode. A technical support specialist (tss) documented that the call was transferred while the user remained online and requested support until the issue was resolved. The tss connected to both the station and the server with user permission, identified a communication-related issue affecting data synchronization, and confirmed that the data synchronization service was not running. The tss restarted the required services, reran data synchronization, and verified that station communication resumed. The user confirmed through testing that the patient record was visible, after which the station was rebooted back to the application environment. Multiple verification tests were performed, and the user confirmed the issue was fully resolved and approved case closure. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was in disconnected mode while appearing online in rss. The customer reported that the station was not communicating. The station was rebooted, but the issue persisted. New patient information did not cross over to the station. The customer confirmed that all cables were securely connected. Review of rss showed the device as online; however, communication issues continued despite reboot attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.